Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has had difficulty keeping blood glucose (bg) levels stable and often experiences middle to large ketones; however, no specific onset date was provided. Reportedly, customer experienced an elevated bg level greater than 500 (mg/dl) and large ketones on (B)(6) 2016. Contact stated that elevated bg levels may be related to customer's settings adjustments and insulin resistance. Customer treats bg levels by drinking water, administering boluses with the pump, and insulin injections. Contact indicated that health care provider (hcp) has been contacted who advised treating bg levels with insulin injections and switched customer's insulin from humalog to novolog on (B)(6) 2016. Recommendation was made to contact hcp and tandem technical support for future bg events.